Event description:
It was initially reported by a surgeon that a pt who had recently been reimplanted had redness around the chest incision. The pt was given antibiotics, but the pt developed nodules by the electrode sites on the neck. A company rep had attended the pt's reimplant surgery, which was reported to be uneventful. Further info indicated that the pt's chest incision had cleared, but the neck area now had a "huge puss-filled nodule." Cultures were being taken of the site. The pt then underwent a full explant of the vns system. The pt's neurologist indicated that the events were a result of the pt's reimplant surgery. There was no trauma or manipulation that could have contributed to the event. The pt was not going to be reimplanted at this time, but reimplantation in the future was likely. A review of the MFR's design history files revealed the generator that the pt had received during reimplantation had been sterilized with hydrogen peroxide before its release. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.